Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. At the time of the event, the customer was not using the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.